Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
The tps micro driver was sent for evaluation because when the pin was removed from the driver the whole unit came detached during a procedure. No device fragments contacted the patient. Backup equipment was available to complete the case, w/o any procedure delay. There were no adverse consequences as a result of this event.